Event description:
A covidien endo gia universal stapler with medium tan vascular load/cartridge was used by surgeon to staple and divide the pulmonary artery. The unit was tested after loading and before use and was operational. After closing the jaws on the pulmonary artery, the surgeon attempted to actuate the device. Upon firing, it did not feel right to the surgeon. He attempted to open the jaws and it was extremely difficult to open. He was finally able to open the device and found that the artery had not been divided. A new cartridge of a different color was loaded onto the same staple gun and the pulmonary artery was successfully divided using that. However, brisk bleeding from further down along the pulmonary artery was immediately noted, requiring emergent conversion to an open thoracotomy to repair. It was apparent that the tear was caused by the tourniqueting that resulted from the difficulty in opening the tan stapler cartridge. An evaluation of the stapler and cartridge, as well as an unused model and several cartridges of different colors, did not reveal any specific defect with the incident device or cartridge, but did reveal that the tan cartridges were all significantly more difficult to open than the other colors. These tan cartridges are intended for vascular use and the difficulty in opening them was felt to be the cause of this injury.